Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call failed battery test. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery on the insulin pump and everything was fine. Customer was advised that troubleshooting was not complete but they were rushing to get off the phone. Customer was advised to monitor the insulin pump.